Event description:
It was reported that the customer's insulin pump alerted him of a low battery. The customer replaced the battery and the insulin pump alarmed unexpected restart. The customer's blood glucose was 380 mg/dl. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that she had also received an external ram crc error alarm. Advised customer to monitor the insulin pump and call back if the issues recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.